Manufacturer narrative:
(B)(4).

Event description:
It was reported the blade began to shed. This occurred during the procedure. A backup device was readily available. There was a delay of less then 30 minutes. No patient injuries were reported.

Manufacturer narrative:
Device investigation narrative - examination was not possible, as the device has not been returned. The investigation was limited to the information provided; the investigation could not draw any conclusions about the reported event without the return of the device in question. Further investigation is not warranted at this time.